Event description:
A damaged sodium electrode (from a cobas integra ise module) resulted in an erroneous low sodium result. A patient received a fluid bolus of normal saline which was not needed. No harm to patient.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?yes.this problem involved:other.if you answered other to the question above, please specify:electrode.is this a recurring problem with this assay, test kit or instrument?no.which of the following problems did you observe:questionable patient results.other.if you answered other to the question above, please provide additional comments:damaged electrode.please describe any follow up actions:manufacturer notified.called for service, received adequate response from manufacturer.